Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective drive train motor. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) displayed during take-up. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drive train motor. The archive data review showed occurrence of fault code 16 on the reported complaint date. The drive train motor was replaced to remedy the fault code 16. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, upon powering on, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position). Zoll personnel did trouble-shooting by rotating the drive shaft to home position, but the error was not cleared. No known impact or consequence to patient information was provided.